Manufacturer narrative:
Per direction by FDA in a letter dated, july 20, 2018, this emdr is being filed to submit new information obtained based on the complaint investigation results. The initial report for this event was submitted in the quarter 1 2018 asr report. However, supplemental reports regarding the asr are no longer being accepted. It was agreed upon with the FDA that the date of awareness would be the date of the letter received, which is july 20, 2018. Received 7 unused red catheters with the original packaging. The investigation was unconfirmed because product meet specification. Per visual evaluation, no obvious defects were noted. Per dimensional evaluation, the eyes were measured and were within specifications. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drainage eye is too close to the tip of the catheter. Reason for report: investigation results. (B)(4). Initial asr report submitted: quarter 1/2018, corresponding exemption number: e1997042.